Event description:
It was reported that during a lap sleeve procedure, the staple line tested before case closed and there were no leaks or bleeding at the staple line. The rep was told that there was post-op bleeding day after case. The surgeon had to take the patient back and re-operate. The surgeon found bleeding at the staple line. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: on what tissue type was the device used? Stomach. What location on the tissue was being stapled? Sleeve approach, starting at the pylorus. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? All. What color cartridge was being used? Green and blue. What other color cartridges were used before and after this event? Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. If yes, please explain: after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Yes. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Has the patient recently had radiation or chemotherapy? Unknown. If so, which therapy? When was last treatment? Unknown. How long has the surgeon been using this device for this procedure (in years)? This was the third time the surgeon has used powered echelon. Has the surgeon and staff been inserviced? Yes. What color reloads were used before and after this firing? Where was the bleeding upon reoperation? Did it require reopening of the stomach? Along the entire staple line. What intervention was performed during the reoperation? Unknown. Episodes of uncontrolled hypertension in the postoperative period? Unknown. How did the staple line appear at the time of reoperation? Bleeding. How is the patient currently? I was told she is doing fine now. Is the patient expected to have a full recovery? I was told she is doing fine. Patients age, sex and weight? Unknown.